Event description:
The patient¿s father reported that the patient developed an infection at the Pod¿s insertion site on their leg while wearing the device longer than 48 hours. Upon removal, it was reported the infusion site was warm to touch, painful, red and active with discharge. The patient was taken to the hospital on (b)(6) 2026 and treated with intravenous fluids, a warm pack and oral antibiotic Keflex. The patient¿s father does not recall the diagnosis given. The patient was discharged a day later on (b)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 4.0.2. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.